Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the electrogram (egm) for an atrial fibrillation (af) episode was missing. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.